Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. There was minimal evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed according to specifications during the device activation. Based upon the functional test, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 power would shut off, but the user was not overburning. It would just stop. One time the user did not burn and waited over 30 seconds, but the problem persisted anyway. The reported kit was used to complete the procedure some difficulty. There were no pt effects. The product was returned.